Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was fractured and showed high atrial impedance. The plan was to cap the lead. However, the patient was occluded and the physician ended up cancelling the case. The lead remains in use. No patient complications have been reported as a result of this event.